Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that once the transseptal puncture was completed and octaray was inserted , fluid leak was noted around the octaray. Octaray was then replaced with farawave catherer. A sheath replacement was offered to the physician but refused it. After procedure and post mapping, they exchanged for the octaray and leak was noted again. The procedure was completed successfully the with the same sheath and little leak around the octaray. No patient complication was reported. The device is nor expected to be return as it was disposed. It was further reported that no damage was noted during preparation of the sheath. No air was noted when aspiration was performed with the syringe nor any air was noted in the patient. However, once the mapping catheter was introduced there was a slow drip blood leak (15cc-20cc) that would come out from where the catheter was introduced.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that once the transseptal puncture was completed and octaray was inserted, fluid leak was noted around the octaray. Octaray was then replaced with farawave "catheter". A sheath replacement was offered to the physician but refused it. After procedure and post mapping, they exchanged for the octaray and leak was noted again. The procedure was completed successfully the with the same sheath and little leak around the octaray. No patient complication was reported. The device is "not" expected to be "returned" as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.